Event description:
It was reported that a homecare pt intubated with a size 6 dct, disposable cannula low pressure cuffed tracheostomy tube experienced respiratory distress and required intervention when mechanical ventilation was compromised. This was reportedly attributed to an observed air leakage at the pt's stoma site resulting from an incompatible fit/placement of the device. It was also reported that the pt has a deviated trachea with an elongated (anteriorly and laterally) stoma site. The 6 dct device was in use for approximately two hours when the reported event occurred. There was one pt involved who was re-intubated with a back-up device and returned to baseline condition. The 6 dct device was discarded and as such is not available to be returned to the MFR for identification, analysis and investigation.